Event description:
The patient had their generator explanted and then later replaced due to an infection. A device history records review for the generator performed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.